Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the h3tuv had no function and emitted noises. Another instrument was used to complete the case. There was no consequence to the pt.